Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. Based on the analysis performed, the sample has the cuff scratched, in this section was found the leak. This type of scratch can be caused when the cuff inflated is in contact with some sharp edge, the unit is observed used, it seems that it got stuck during the intubation process and when pulling the device caused this leak. However, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. The failure mode will continue to be monitored. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after 30 minutes of intubation, the presence of bubbles in the mechanical ventilation caused mouth bleeding. It was observed that there was a leak on the proximal seal of the probe. There was patient involvement and patient harm reported.